Event description:
It was reported to physio-control that the customer¿s device would not recognize a patient connection, when the electrodes were attached to a patient (conscious, gcs15, peri-arrest). The device was applied and then prompted ¿connect electrodes¿. Another set of electrodes was attached but the device still did not work. On arrival of a backup crew, another device was applied (before arrest). After the cardiac arrest a pulseless electrical activity was observed and no shock was advised. There was patient use associated with the reported event; the patient expired.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The electrodes were not returned to physio-control for evaluation. A cause of the reported failure could not be determined.